Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was additionally reported that the lead was observed with noise. The lead was fractured and was observed with undersensing. The lead was explanted and was replaced.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that oversensing was noted on the ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.